Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had been experiencing high blood glucose levels over several days leading up to the call. Blood glucose level was 514 mg/dl at the time of the call. Review of the insulin pump's alarm history showed that a no delivery alarm had recently been returned. During troubleshooting, the insulin pump failed the high pressure test twice. No further information was provided.